Manufacturer narrative:
Based on the information provided, no conclusions can be made. Infection is a known inherent risk with the use of this product and is listed in the adverse reactions section of the instructions-for-use supplied with the device, as a possible complication. Regarding infection, the warning section states "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported.

Event description:
As reported, the patient underwent a mastopexy and fat grafting (no implants) on (B)(6)2022 with implant of a galaflex mesh dipped in saline/betadine/peroxide mixture. As reported, patient visited ER on (B)(6)2022 with pain and breast redness. As reported, the patient returned to the surgeon's office on (B)(6)2022 during which 60-70cc¿s of fluid was removed and the patient was kept overnight for observation. As reported, the surgeon re-operated on (B)(6)2022, removed all mesh from both breasts and additional infected fluid and tissue. As reported, the patient was admitted on (B)(6)2022, for a third operation to irrigate the pockets which was done on (B)(6)2022; the patient was released on (B)(6)2022 with wound vac drains and pic line.